Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer's blood glucose was 412 mg/dl at the time of call. The patient's sensor was reading 50 mg/dl. The patient treated the high blood glucose via insulin pump therapy. Troubleshooting occurred for the high blood glucose and the device settings were programmed accurately. The insulin pump was able to prime without incident. The insulin pump was not returned for analysis.